Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the unaided eye was performed which observed the fill port top end of the tubing out of the bag at the bottom front side of the bag which caused the leak. The reported condition was verified. The cause of the condition was a manufacturing related issue and likely due to due to a variation during the automated manufacturing process of the bag. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml calibration bag leaked. The bag was connected to an em2400 valve set and laying on the em2400 compounder scale. During setup verification, the fluid being primed just spilled onto the scale and drained down to the work surface. Upon inspection, the bag's tubing was not manufactured or attached to the inside the bag. The tube was placed on the exterior of the bag surface. The pharmacist changed calibration bags, then cleaned the spill and was able to finish the compounder verification. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.